Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested adn found to leak. The male luer lock that was supplied from luer vendor does not meet spec.

Event description:
The pt stated that the tubing was leaking at the connection to the cap. She changed the cap without resolve and changed the tubing twice to resolve the issue.